Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began ¿two months¿ prior to contacting lifescan and reported that he obtained a result of ¿430 mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿234 mg/dl¿ on another meter, performed within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of ¿glibenclamida and merformina¿ in response to the alleged issue. The patient reported that ¿20 days after¿ the meter issue occurred he developed symptoms of ¿sweaty, shaky and dizzy¿ however denied receiving any treatment. During troubleshooting the cca noted that an approved sample site was used however did not follow the correct testing procedure as was using expired strips. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.